Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator displayed a low leak ¿ co2 rebreathing risk. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) noted that while servicing the device, a low leak ¿ co2 rebreathing risk error code was observed. The se then reviewed the service manual and noted that the flow sensor assembly required replacement. The se replaced the flow sensor assembly to resolve the issue. The device was returned to service, after the device met all the criteria of the performance verification testing.